Manufacturer narrative:
(B)(6) 2026. The customer informed that the capsule was retained. They stated that the patient was sent in for a cte, which showed the capsule was retained. The patient was then sent in for a double balloon procedure, in which the capsule was retrieved and small bowel cancer was discovered. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2026 the completed frm-0089d was received. The form indicated that the capsule was ingested on (B)(6) 2026. On (B)(6) 2026 the capsule still had not passed. A kub was ordered and showed that the capsule was still retained. On (B)(6) 2026 a cte confirmed that the capsule was still retained in the jejunum. On (B)(6) 2026, the patient underwent an outpatient enteroscopy which successfully removed the capsule. During the procedure, small bowel cancer was found. After the procedure, the patient was reportedly stable and doing fine. The capsule arrived at the download center and the video was successfully uploaded to capsocloud.

Event description:
(B)(6) 2026. The customer informed that the capsule was retained. They stated that the patient was sent in for a cte, which showed the capsule was retained. The patient was then sent in for a double balloon procedure, in which the capsule was retreived and small bowel cancer was discovered. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2026 the completed frm-0089d was recieved. The form indicated that the capsule was ingested on (B)(6) 2026. On (B)(6) 2026 the capsule still had not passed. A kub was ordered and showed that the capsule was still retained. On (B)(6) 2026 a cte confirmed that the capsule was still retained in the jejunum. On (B)(6) 2026, the patient underwent an outpatient enteroscopy which successfully removed the capsule. During the procedure, small bowel cancer was found. After the procedure, the patient was reportedly stable and doing fine. The capsule arrived at the download center and the video was successfully uploaded to capsocloud.